Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.

Event description:
The customer reported that they received questionable results for an unspecified number of patient samples tested for gluco-quant glucose/hk (glu). Two samples had erroneous glu results and of these two samples, one had an erroneous result that was reported outside of the laboratory. The sample initially resulted as 263 mg/dl and this value was reported outside of the laboratory. The sample was repeated and resulted as 104 mg/dl. The repeat result was believed to be correct and a corrected report was issued. The patient was not adversely affected. The glu r1 reagent lot number was 61695701, with an expiration date of 01/31/2017. The glu r2 reagent lot number was 61439901, with an expiration date of 11/30/2016. The field service representative could not determine a cause. He checked the rinse mechanism and removed a large clot from a drier probe. He moved the glu test to a different channel and replaced a sample probe. The customer calibration and controls were within laboratory specifications.